Manufacturer narrative:
A supplemental MDR is being submitted due to completed device evaluation. Sections g6, h2, h3 and conclusions in h11 were updated. H6 codes were corrected: type of investigation, investigation findings, investigation conclusions. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure modes is not required at this time. The device was returned for evaluation. Upon visual inspection of the device, it was observed that the balloon was burst longitudinally and radially, and the balloon material was separated. The nose tip was separated and not returned. Due to the nature of the complaint, no functional testing was able to be performed. Dimensional testing was performed to evaluate the inflation balloon single wall thickness as a thin wall could contribute to the balloon burst. All measurements taken of the balloon single wall thickness met specifications. Due to the nature of the complaints regarding difficulty withdrawing and separation of components, no dimensional testing was able to be performed to support the root cause investigation for those issues. The instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Procedural imagery was provided and withdrawal difficulties were observed during removal of the commander delivery system through the esheath. The complaints for balloon burst, difficulty withdrawing, and separation of system components were confirmed based on evaluation of the returned device and the provided imagery. Per reported information, 2ml extra of volume were used for balloon inflation. In this case, it is possible that the balloon may have interacted with the frame of the pre-existing valves during balloon inflation, contributing to a balloon burst. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, physical interactions between the inflated balloon and rigid structures could compromise the integrity of the balloon wall through several potential failure mechanisms, including puncture, localized overstretching, open-cell impingement, or stress concentration. Lastly, while the prescribed nominal inflation volume is provided in the IFU, over-inflation can expose the balloon to pressures high enough to cause it to burst. As such, available information suggests that patient factors (interaction with pre-existing valve) and/or procedural factors (over-inflation) may have contributed to the reported balloon burst. Due to the balloon burst, the altered balloon profile may have made it more susceptible to catching on the sheath tip, which could have led to the reported withdrawal difficulty. As such, available information suggests that procedural factors (withdrawal of burst balloon) may have contributed to the reported withdrawal difficulty. As the balloon burst and there were difficulties to withdraw the delivery system through the sheath, it is likely that additional pull force or device manipulation was applied to overcome the withdrawal difficulty leading to the observed balloon material and distal tip separation. As such, available information suggests that procedural factors (device manipulation) may have contributed to the distal tip separation. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards' affiliate in australia, a transcatheter valve replacement procedure was performed to implant a 26 mm sapien 3 ultra resilia valve within a previous non-edwards transcatheter heart valve in prior perimount surgical valve in the aortic position by transfemoral approach. During the procedure, 2ml extra volume was added to the balloon before the inflation. During inflation, the balloon burst at around 95% inflation, resulting in a circular rupture of the balloon. When the team attempted to retrieve the balloon into the esheath, the nose cone and a portion of the ruptured balloon detached and separated within the patient. It became stuck and caused vascular damage; the vascular team performed endovascular repair (evar) of the lower abdominal aorta with bilateral common iliac artery repair and closure of the right femoral artery arteriotomy. The patient was transferred to intensive care unit. The patient died the following day.